Event description:
Patient admitted with a diagnosis of subarachnoid hemorrhage due to an aneurysm rupture. Undergoing cerebral angiogram and endovascular coiling. During the procedure, the coil detached prematurely and a coil loop was seen in the distal basilar apex region and the left proximal p1 segment of the posterior cerebral artery. Attempts were made to retrieve the coil, but were unsuccessful. The patient had several new infarcts over the next 3 days and patient expired in 2007. The manufacturer was notified immediately. The event was reviewed and the device examined to determine defect versus user error. Device malfunction was determined following completion of review approx one and a half months later.